Event description:
The customer reported to beckman coulter (bec) that erroneous low hemoglobin (hgb), hematocrit (hct), and platelet (plt) results were generated by the coulter ac t 5diff cp analyzer for ten (10) patient samples. Based on supplied data, it shows that all ten (10) patient samples were rerun at a hospital site on unknown instrumentation. The reruns recovered higher results for all 10 patients and these results were considered correct. Eight of the 10 initial sample runs on the actdiffcp recovered with wbc generated messages, but were comparable to the hospital rerun results which were considered correct. Patient results are provided in the file attachment. The erroneous low results were reported outside of the laboratory. This report is to document results obtained for patient #6. The customer indicated that patient #6 did have an anemia panel drawn. Results of this test is unknown. No reports of death or serious injury have been received in connection with this event. Total mdrs being reported in relation to this incident: 1061932-201300888, 1061932-201300889, 1061932-201300890, 1061932-201300892, 1061932-201300893.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013 and confirmed low recovery on the act5 diff cp analyzer. The customer confirmed that they replaced the probe two days ago because it had gotten stuck in a bath. The fse replaced and aligned the probe resolving the low complete blood count (cbc) recovery. While onsite, the fse found the sample syringe was not moving smoothly and replaced it as well. Service activity performed was verified to meet the specified requirements per established procedures. After service completion the instrument was operational with no further issues. Based on available information, the customer ran controls five times prior to the patient runs on the day the erroneous results were reported because of the low recovery. Per instructions for use manual: "when control results are not within the acceptable ranges: a. Ensure proper mixing and control material integrity, then rerun the control. If results are still outside the acceptable ranges, do step. B. Analyze a new cell control vial. If the results are still outside the acceptable ranges, do step c. C. Clean the system (see diluter system) and rerun the control. D. Review the results: if the results are still outside the acceptable ranges, contact a beckman coulter representative". Failure mode was related to a faulty probe which was caused by the probe getting stuck in a bath and a faulty sample syringe. A second failure mode was use error due the customer performing a service procedure by replacing the probe and not following the beckman coulter labeling for controls that recovered outside of the specification. Replacement of the probe is not a customer procedure, as proper probe alignment must be completed following replacement by qualified field service personnel. Probe replacement on an act5diff cp is a service procedure only, is not a customer procedure. There are no instructions in act5diff cp customer manuals for replacing the probe.